Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomed technician reported to technical support that a 2008t machine experienced uf rate not calculating during patient treatment. The patient was moved to another machine and did not experience any adverse effects as a result of this incident.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. The biomedical technician confirmed the blood flow was increased above the minimum, and confirmed the machine functioned correctly and returned to service with no parts being changed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.